Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. A pressure test was performed and a leak was observed at the level filter and return line. The return screwed connector was observed to be broken. The reported condition was verified. The observed damage is typical of a mechanical shock applied on the product leading to its breakage during shipping. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Oxiris has been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on two (2) units of an oxiris set during flushing. There was no patient involvement. No additional information is available.